Event description:
Dealer called stating that the left front leg bracket on the 9669 drop arm commode has allegedly broken where it attaches to the frame. Unknown injury alleged.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(4) - no RMA has been initiated for this issue. Model 9669, serial number/date (B)(4). The owner's manual part number 1062011 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.